Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot#p4d1027); egia60amt, egia60amt egia 60 artic med thick sulu, (lot#p4d1028); egia60amt, egia60amt egia 60 artic med thick sulu, (lot#n9m0850ky); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4d1027); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4d1027); egia60amt, egia60amt egia 60 artic med thick sulu, (lot#p4d1027); egia60amt, egia60amt egia 60 artic med thick sulu, (lot#p4d1027); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4d1027); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4d1028); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4d1028); egia60amt, egia60amt egia 60 artic med thick sulu ,(lot#p4d1028); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n9m0850ky); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the refill once mounted on the adapter does not close correctly as it should, it remains a little open, the 12 refills were replaced, 2 standard adapters and 1 standard disposable handpiece and all the refills mounted showed the same problem. There was no patient involvement.